Event description:
The rep reported the device was used during an unk procedure. It was reported the 511sd leaked co2 almost immediately from the beginning of the case, when few instruments had been passed through it. The inner gasket was found to be torn. The trocar was removed and another opened to complete the procedure. There was no consequence to the pt.